Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider. It was reported that on (B)(6) 2019, the patient was at the clinic for their trial lead pull. This was a peripheral nerve application and they were trying to relieve their old battery (from a different manufacturer) site pain from a prior ins. On (B)(6) 2019, the patient¿s ins and two leads were implanted. The surgical sites were irrigated with bacitracin solution followed by two layer closure and dermabond. The patient tolerated the procedure well. The patient was to complete the antibiotics prescribed and they were to follow up in the office in one week. The patient arrived at the clinic on (B)(6) 2019 for post-op wound check. The patient reported some ¿pulling sensation¿ at times just above the ins, but otherwise they were doing well. Their pain was described as throbbing/aching, and was constant in nature. Their pain was not adequately controlled. The incisions were well approximated without significant exudate. There was no erythema. Mild edema was noted over the anchor site but this was not tender to palpation. The patient had mild tenderness to palpation at the superior portion of the ins site, but this was not severe. The patient was prescribed percocet and the plan was to look to wean if their spinal cord stimulation system helped. The patient arrived at the clinic on (B)(6) 2019 and reported they were feeling better. The spot in their hip/leg that was so terrible was much more tolerable, and they were able to walk longer before it ¿sets off.¿ the patient was responding well to thoracolumbosacral orthosis. The patient was having issues with their recharger and poor connection. The patient wanted to meet with a manufacturer representative but they were delayed in the operating room. The patient still needed oxycodone at least twice per day. The pain was described as aching and was constant in nature. Their pain was not adequately controlled. The patient arrived at the clinic on (B)(6) 2019; they experienced pain in their back and right leg. The patient was not using their ins as even at low settings it caused the nerve where the ¿old stimulator was¿ to hurt for three days. The patient couldn¿t use it because it caused them to hurt worse. They had not met with manufacturer representatives for reprogramming. The pain was described as throbbing and was constant in nature. The pain was not adequately controlled. The patient arrived at the clinic on (B)(6) 2019 and reported experiencing pain in their back and right leg; the pain was described as aching and was constant in nature. They were prescribed percocet, and the medication provided 40% relief. They denied that their pain was adequately controlled.

Manufacturer narrative:
Continuation of d10: product ID neu_ins_stimulator. Serial# unknown: product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported they had 2 mdt pain devices and both got explanted because they were not working. The first device was implanted in 2017.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID neu_ins_stimulator (unknown); product type: 0197-implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.